Event description:
It is reported the patient went to the hospital for hip surgery and is unable to urinate on their own. The patient turned their stimulation down, but it did not help with their retention. The patient is now using a catheter. A medical professional helped administer the catheter. The patient's stimulation was turned down due to complaints of it being too high and they are currently in a rehab facility. The indication for the neurostimulator was for urinary retention. The physician determined the device was not the cause of the urinary retention. It is unknown if the patient's urinary retention contributed to the hospitalization and/or rehab facility admission.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available, the patient was experiencing urine retention, but the physician determined it was not due to the neurostimulator. The cause of the urinary retention could not be established therefore, an investigation conclusion code of 'cause not established' was chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It is reported the patient went to the hospital for hip surgery and is unable to urinate on their own. The patient turned their stimulation down, but it did not help with their retention. The patient is now using a catheter. A medical professional helped administer the catheter. The patient's stimulation was turned down due to complaints of it being too high and they are currently in a rehab facility. The indication for the neurostimulator was for urinary retention. The physician determined the device was not the cause of the urinary retention. It is unknown if the patient's urinary retention contributed to the hospitalization and/or rehab facility admission.

Event description:
It is reported the patient went to the hospital for hip surgery and is unable to urinate on their own. The patient turned their stimulation down, but it did not help with their retention. The patient is now using a catheter. A medical professional helped administer the catheter. The patient's stimulation was turned down due to complaints of it being too high and they are currently in a rehab facility. The indication for the neurostimulator was for urinary retention. The physician determined the device was not the cause of the urinary retention. It is unknown if the patient's urinary retention contributed to the hospitalization and/or rehab facility admission.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 this report is being filed for a correction to field h6 and g2. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available, the patient was experiencing urine retention, but the physician determined it was not due to the neurostimulator. The cause of the urinary retention could not be established therefore, an investigation conclusion code of 'cause not established' was chosen. Based on the information available the cause that contributed to the reported event cannot be established.